Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. Also the fse upgraded cxp software to v2.3 and during the process noticed issue with fl2 stability prior to upgrade. Customer confirms issue with fl2. Amp card required prior to installing cxp v2.3. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
During modification 12090, amp signal card fl5 part number 6707139 was found faulty on the customer's fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.